Event description:
Customer stated, "she got burnt on her shoulder and hip." She did not seek any medical attention. Customer further said she has been using burn cream. During further questioning by customer service, the customer admitted that she had not been using the cover of the heating pad. She had been putting the pad on her bare skin without the cover. Customer was not using the pad properly. IFU states "never use pad without the cover." Lack of cover use is what caused the burn.